Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The stenosis observed in this case was most likely due to progression of the patient¿s underlying valvular disease pathology with or without svd and/or nsvd. Based on the information received the cause cannot be determined; however, patient factors and progression of valvular disease likely contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. Please reference MDR report number 2015691-2017-01578 for a second device involved with the patient.

Event description:
Edwards received information that a patient underwent double transcatheter valve-in-valve intervention. A patient with a 27 mm pericardial mitral valve implanted 11 years, one month, underwent transcatheter valve-in-valve procedure due to mitral stenosis. A 26 mm transcatheter valve was implanted in the mitral position with no reported complications. The patient¿s outcome was reported as doing well.